Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). During interrogations there have power surges noted as high as 10 and 15. Patient is not symptomatic of the power surges. The log files shows the pump returns to the log file's predominate pump power range of 6 to 8 watts after each of these elevations. These two elevations in power do not appear to be any type of pump thrombus or perc lead issue. Vad coordinator also reported that the patient came in dehydrated and found to have gi bleeding.